Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001.. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was playing football when the pod detached. The patient mentioned that the pods tend to come off more easily in hot weather. Following this the patient attended a scheduled appointment with their doctor at royal infirmary square. During this period, the patient's blood glucose levels rose to 14.4 mmol/l (259.2 mg/dl), while the pod was worn on the leg, lasting between 5 to 24 hours before detachment. The doctor prescribed the cavilon non-sting barrier film foam applicator to improve pod adherence. A new pod was applied.